Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description was not confirmed, the fiber sample was not returned. Without a sample being returned for evaluation a root cause cannot be determined. A lot history records search for the nevertouch kit revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Labeling review: the instructions for use which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm" and "pull the sheath back and lock it to the sheath-lok fitting." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Complaint reference (B)(4).

Event description:
Nevertouch fiber, event #3. An angiodynamics territory manager reported an issue with an evlt fiber 65cm kit. The gold jacket was caught in the end of the tre-sheath and came off when the fibre was pulled out of the patient. The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. It was reported the procedure was successfully completed with no report of patient complication.